Event description:
It was reported that a patient underwent an initial total knee replacement procedure. Approximately three weeks post implantation, the patient presented to the post operative clinic with the knee in varus. X-ray images revealed a condyle fracture and the patient then underwent revision surgery. All components were revised without complication. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: stemmed tibial component precoat size 2 for cemented use only: catalog#:00598002702, lot#:63549851; stem extension straight 15mm dia x 30mm length(combined length 75mm): catalog#:00598801215, lot#:65185606; articular surface use with lps/lps-flex 51 or 52 suffix femorals size cd 10 mm height: catalog#:00596202210, lot#:63671073. Report source: foreign: (B)(6). Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - femur. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. X-rays were provided and reviewed by a health care professional. Review found vertically oriented fracture of the medial femoral condyle. Fit and size of the arthroplasty is appropriate. Osteopenia is present. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.